Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The most probable cause was identified as disconnection of the cable unit and the endoscopic image could not be displayed. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had a black image with no damage to the cable. The issue occurred during preparation for use. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the subject device had a black image with no damage to the cable. The issue occurred during preparation for use. There were no reports of patient injury or harm associated with this event.